Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to product performance issue. Additional information received from the field representative indicating that this lv lead got dislodged which was confirmed through x-ray. This lv lead was explanted and replaced. No additional adverse patient effects were reported.